Event description:
It was reported that during an unknown procedure the medical product broke during surgical treatment. The cause of the breakage: the lug on the tip broke in the patient's stomach.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? - an increase in the duration of anesthesia by 2 hours, as it was necessary to switch to work in the traditional way, and sew in the usual laparoscopic way. Was the broken piece retrieved from the patient stomach? - yes, the broken piece was removed attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.